Event description:
The target lesion was very calcified at the level of arteria femoralis superficialis. The balloon burst at 10 atmospheres. The balloon was taken out of the patient and the intervention was done with a new balloon with satisfactory results. There was no patient injury and no patient complications were reported. This product has been returned for evaluation and testing, however the engineer's report is not yet complete.